Manufacturer narrative:
The reported issue of the autopulse displayed "system error, out of service, revert to manual CPR" error message "upon powering up of the device was confirmed during the initial functional testing. The root cause of the issue was due to the defective processor board. The component was replaced to remedy the fault. Following the repair, the autopulse passed all testing successfully with no issue or faults observed. Visual inspection was performed and unrelated to the reported complaint, the motor cover, encoder cover and restraint pin assy were found damaged. The autopulse platform is a reusable device and was manufactured on 04/01/06. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Archive review could not be performed due to the archive data was unable to download. Initial functional testing could not be performed due to the autopulse displayed "system error, out of service, revert to manual CPR" error message upon powering up of the device thus confirming the reported complaint. Additionally, the motor cover, encoder cover and head restraint were replaced to remedy the issues found during visual inspection. The clutch plate was also replaced to remedy the sticky clutch. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
As reported during shift check, the autopulse displayed "system error, out of service, revert to manual CPR" error message upon powering of the device. According to the customer, the batteries were changed however, the issue was not resolved. No patient involvement was reported on this event.